Manufacturer narrative:
Set screw; check valve.

Event description:
The respiratory therapy (rt) manager reported the following: the patient was having intermittent episodes of distress and would exhibit air hunger. The patient's oxygen saturation did decrease but did not know from what % to what %. The ventilator was alarming due to high inspiratory pressure (hip). Initially they replaced the hme, then they replaced the full patient circuit including inspiratory and expiratory filters. There appeared to be a pressure release when they disconnected the patient circuit. The patient suffered no permanent harm. The customer requested manufacturers evaluation of the unit. The manufacturers field service engineer reported the device failed extended self testing due to an inspiratory nonrebreathing check valve leak. During evaluation the service engineer reported removing the bacteria filter from the inhalation port and re-testing which then passed. The service engineer reported finding a loose set screw on the inspiratory outlet port and the check valve in an incorrect position. The service engineer corrected the position of the check valve and tightened the set screw to address the finding. Performance verification testing was completed and passed to operating specifications.